Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was alleged that the yellow o-ring at the battery cap was visible and that the battery cap had not been replaced between four to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014.device evaluation: the device has been returned and evaluated by product analysis on 09/22/2014 with the following findings:a review of the pump¿s black box data revealed a low battery warning with evidence that the battery was not replaced. There was also evidence of multiple pump reboots. The battery compartment was observed to be cracked. The returned battery cap had stripped threads and was unable to fully secure onto the pump. The pump could not be exercised for 24 hours with the returned battery cap, due to multiple pump reboots. A test cap was used to complete the investigation and was able to fully secure onto the pump. The pump was exercised for 24 hours with the test battery cap, with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was found inside the pump. Unrelated to the initial complaint, the display screen was discolored.